Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no picture. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a surgical delay of a few minutes. There were no reports of patient harm.

Event description:
It was reported the camera head had no picture. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using a similar device. There was a surgical delay of a few minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. However, the device evaluation found: due to poor water-tightness of cover unit, water tightness was lost; due to damage on the cable unit, water tightness was lost; there was dirt on flange ring. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.